Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 750 mg/dl. The customer's current blood glucose is 113 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea as a result of high blood glucose value. The customer treated high blood glucose value with intravenous fluids and anti-nausea. Auto mode feature was not active and was not automatically adjusting insulin delivery at time of high blood glucose event. The customer reported cannula was bent. The insulin pump will not be returned for analysis.